Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed failure analysis investigation. The instrument exhibited a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported during a da vinci myomectomy surgical procedure, the fenestrated bipolar forcep's movement was not working and the customer found a broken wire. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.